Manufacturer narrative:
This report is submitted on auugst 22 2018. (B)(4).

Event description:
Per the clinic, the patient reported device non use and subsequently the magnet was explanted on (B)(6) 2018, under general anesthetic. The implant remains insitu.

Manufacturer narrative:
This report is filed on november 11, 2018.